Manufacturer narrative:
Product event summary: the pump, controller and the ac adapter with unknown serial numbers were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported alarms could not be confirmed. Malfunction of the ac adapter cable could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, incorrect positioning of the pump during implant. Based on the limited information available, a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: heartware ventricular assist system ¿ controller ac adapter,model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: (B)(4), mfg date: unk, (B)(4). Heartware ventricular assist system ¿ pump, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: (B)(4). This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had losses of power as a result of the controller ac adapter cable connection to the controller malfunctioning that resulted in hospitalization and trauma/accident to the patient. The ventricular assist device (vad) experienced low flow alarms. The controller ac adapter was exchanged. The vad and controller remain in use. No further patient complications have been reported as a result of this event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.